Event description:
It was reported to philips that the heartstart xl defibrillator ECG cable was not getting detected. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.